Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous mid right coronary artery. The 3.0 x 24mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. When the device was examined, it was noted that the proximal edge of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).